Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It is visible in the logs that there was a small leak detected. The alarm 401 - "inspiration valve or device leaky" is triggered in combination with alarm 318 - "inspiration valve failsafe failed or occlusion in inspiration tube" during the start-up, self-test. The test fails with error code 3 what means a leak >5 lpm during the self-test. Further, the following alarms are visible earlier in the logs: alarm 388 - "no o2 dosing possible" (in combination with o2 supply pressure loss). Alarms 271 - "o2 supply fail - no o2 dosing possible". Alarm 345 - ""24v o2 voltage low".

Event description:
The customer reported that the bellavista 1000 experienced alarm 401 - "inspiration valve or device leaky" issues. At this time, no further information for patient involvement.